Manufacturer narrative:
(B)(4). Batch # unk. Concomitant medical products: reload lot# u40980. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details how issue was addressed? Was there any patient consequence as a result of the procedure being prolonged? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the staples was came out only one side (upper side). The other side there¿s nothing. The surgery was delayed by 90-120 minutes. There were no fragments generated and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 08/09/2021. D4: batch # r57x6m. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. Visual analysis of the returned sample revealed that the cr40g reload was received with no apparent damage. The reload was received fully fired. In addition, a tyvek was received along with the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 05/24/2021 additional information was requested, and the following was received: 1. Could you please provide more details how issue was addressed? The stapler was cut, but it was clipped only one side. The other side was not able to clip. 2. Was there any patient consequence as a result of the procedure being prolonged? 30 mins 3. Could you please clarify if there were any patient consequences? No, the patient is okay, just need long time to complete the case 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? N/a.